Event description:
It was reported that a patient "underwent a surgical procedure described as "cystoscopy with transurethral vaporization of prostate". The "patient became aware of incontinence on (B)(6), 2012 when the catheter from the (B)(6), 2012 procedure was removed". Reportedly, the patient has experienced "complete incontinence, later sepsis and hospitalization; he now requires corrective surgery to provide an artificial sphincter". There have been "quality of life changes".no further information was provided at this time.